Event description:
It was reported that a patient experienced skin loss from the removal of allevyn life.

Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation. (B)(4).